Event description:
It was reported that during a transurethral needle ablation procedure, the needles on the handpiece failed to retract after the first lesion was performed. The physician tried to disassemble the device following instructions, but was unable to do so. The device was removed from the patient with the needles deployed. The procedure was continued with another handpiece. The patient was not in pain and there was no bleeding post-op. There was no injury.

Manufacturer narrative:
The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (2008).